Event description:
It was reported that left ventricular ( l v) lead trends shows low amplitude r-waves since implant. To date, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).